Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump time was intermittently incorrect , cause was unknown. There was no reported adverse impact. Customer declined follow up from tandem technical support (tts). No additional information was provided.